Event description:
The customer called reporting she was receiving error 4 messages when inserting a strip. The device has been returned and, through the course of investigation, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to (mg/dl). Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Reading with an 18 cal code were not found in glucose log. The 0300, 0015, 0204, 0800, 0806 errors were found in error log. E3/4e errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwirte was observed. Customers and retailers have been informed through the fa16may2006 letter.